Manufacturer narrative:
Report date: 20aug2021. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips by a customer that the unit's pressure line disconnect alarm sounded. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.

Manufacturer narrative:
B4:(B)(6) 2021. The international service engineer was unable to confirm the reported problem. The international service engineer found no issues with this unit and performed periodic maintenance. The unit was functionally tested and successfully passed all testing. No other anomaly was reported. A supplemental report will be submitted if new information is obtained.